Event description:
On 1/28: customer reports during a CT abd/pelvis procedure (unk pt info), the injection protocol was loaded into the system. When they hit the start button, the ram moved backwards, instead of injecting. The injector was stopped. Customer completed hand injection and pt procedure was completed. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.